Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were call service (cs054) alarms observed in the black box and alarm history. There were no alarms duplicated during investigation. Unrelated to the original complaint, the bolus button was missing and corrosion was found on the button contact. The leak test failed due to the missing button. The pump was opened and no further defects were found.